Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The complaint sample was returned to maquet (B)(4) for evaluation. A visual inspection was performed on the complaint sample. No issues were identified during the visual inspection. The complaint sample was opened to investigate in detail the integrated filters. A visual inspection was performed on the integrated filters and no issues were identified. Per the final statement letter dated on 02/20/2013, the most likely root cause was an excessive amount of air was taken into the cardiotomy department of the reservoir. The investigation concluded that root cause was the result of off label use as the used flow was 3.0 l/min, which exceeds the specification of maximum blood flow. Additionally, if the flow exceeds (slightly) the specification, foam can appear for reservoir's with this type of coating. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), a progressive foaming in cardiotomy reservoir (lot number 70079944) was observed. This event occurred during a procedure. At the start of the procedure, the flow was 2.5 liters (l). Then the flow of the two (2) pumps were increased by 1.5 l (each). A vavd was connected to the set (-60 mmhg). Then a massive increase of the foam occurred, which made it difficult for the level of blood in the cardiotomy reservoir. The circulatory was stopped in deep hyperthermia and the reservoir was replaced without consequences to the patient. (B)(4)